Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
After balloon deflation, physician proceeded to remove balloon through a 6f sheath, the balloon catheter was removed and the distal tip was missing. The physician located the tip using fluoroscopy, and was able to snare the foreign body, but could not get the foreign body to come completely out of the sheath. It was decided to remove the sheath as a whole with the foreign body inside sheath, however, upon removal the foreign body detached from the snare and was in the soft tissue. The physician performed a small cut down to remove the foreign body from the soft tissue. Evaluation of the returned device on november 20, 2015 found the evercross 0.035" otw pta dilatation catheter was received in four separate segments. The proximal segment included the y-manifold, and the proximal balloon chamber cone. Both balloon marker bands were attached to the inner guidewire lumen segments. The distal tip and distal balloon chamber material were accounted for. All components of the evercross dilatation catheter were accounted for.